Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was experiencing a burning on the incision area and nerve in her leg was burning when she was charging the implant. When she is charging the implant, it exasperated the leg. Right after implant, she started experiencing the burning, she had a seroma, swelling, infection on the incision, itching and burning, so they held off on charging the implant until after 8 weeks. When she charges the implantable neurostimulator, it is burning and itching and she could only charge for 10-15 minutes and she could not take it anymore, so she stopped charging the implantable neurostimulator. They ordered an x-ray, and a month prior to the report, she had an ultrasound and she still has a little tiny seroma that is 1.8 centimeters at the base of the battery. The patient stated that she could not take the burning and her leg hurts bad enough. The patient is not sure if it is an allergic reaction to the bandages or surgery. After removing the bandages, she still has severe itching, little red bumps, and it scratches. The patient felt like she could dig a hole to the spine scratching, and occasionally she still gets that, so she does not charge the implantable neurostimulator anymore. The patient was redirected to her health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that caller states healthcare provider (hcp)  wants to do ultrasound near ins pocket for possible infection.  No device malfunction was reported.